Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported a treatment field was not present in the patient record.

Manufacturer narrative:
It was ascertained that the issue the customer has experienced was found to be that a field in the adapted plan became unavailable to treat because of a structured query language (sql) error when the adapted plan was imported. An error is presented to the user informing them that the treatment scheduled is not listed because the treatment field record cannot be found. The plan cannot be used and a new plan must be created in order to proceed with treatment. If this issue were to re-occur it would not lead to patient harm.